Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial / lot number remains unknown. Images received could not be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and / or quality of the images provided for review. One image showed no stent or stents within the left renal artery (lra). The stent appears to be outside the tambe component within the aneurysm sac. The cause of the endoleak could not be established with the available information; therefore, this investigation is complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of a thoracoabdominal aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device, gore® excluder® aaa endoprosthesis devices and gore® viabahn® vbx balloon expandable endoprosthesis devices. The patient tolerated the procedure. On (B)(6) 2026, the patient underwent computed tomography angiography which showed the vbx device had completely backed out of the left renal artery. It is reported to be within the portal of the tambe and is sitting in the aneurysm sac. The patient will have a procedure to place another stent. The reintervention has not been scheduled at this time. It is reported the patient is doing well.